Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: the teacher in the outpatient blood collection room of beijing chaoyang hospital affiliated to capital medical university found blood leaking from the blood return window of the blood collection needle during the venous blood collection operation for the patient and reported it to the head nurse immediately afterwards.

Manufacturer narrative:
Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: the teacher in the outpatient blood collection room found blood leaking from the blood return window of the blood collection needle during the venous blood collection operation for the patient and reported it to the head nurse immediately afterwards.